Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. The reservoir on the pump was placed properly. Pump was operating as designed. A replacement pump was requested.